Manufacturer narrative:
Batch review performed on 30 october 2020: lot#: 171804: 64 items manufactured and released on 30-jun-2017. Expiration date: 2022-06-19. No anomalies found related to the problem. To date, 60 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot.#: 171138. Batch review performed on 30 october 2020. Lot #: 171138: 67 items manufactured and released on 28-jun-2017. Expiration date: 2022-06-13. No anomalies found related to the problem. To date, 66 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, one year and 6 months after primary surgery, reporting pain due to loose implants. The cause of loose implants is unknown. The surgeon revised the femoral component, tibial tray, insert, and added an offset connector, and 2 extension stems. The surgery was completed successfully.